Manufacturer narrative:
H6: the device was not returned to ventec for evaluation, as it pertained to the reported issue of higher peep (positive end expiratory pressure) than set. During the complaint investigation, ventec did discover that the device had been returned for a non-critical, unrelated issue (maintenance due alarm). The device was evaluated by ventec where the reported issue of it measuring higher peep than set was not confirmed or noted during testing. Proper device operation was confirmed through functional and performance testing. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was delivering higher than set peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.